Manufacturer narrative:
A medtronic representative performed a site visit and system checkout. Found that j3 on the pfc1000 board was half way in the socket. Reseeded the plug and checked all batteries and charger boards. Successful system checkout performed. System is ready for use. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine case, they brought the o-arm in around the patient and it displayed a message that said battery level critical and the system shut off. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully after a delay of less than 1 hour. The patient was not affected.